Event description:
Patient was revised to address instability. Update rec'd 06/10/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. Medical records indicated the patient had a painful, achy, sore, tender, and bothersome knee prior to revision. Upon revision cloudy fluid was encountered in the joint. It was noticed upon revision there was movement between the tibial tray and insert. At this time the patient's tibial insert and tibial tray are being reported. The complaint was updated on: 07/01/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The received patient medical records were reviewed by a depuy medical professional. From a medical perspective, based on the information reviewed, it is not possible to determine if the complaint is product related. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).